Event description:
A report was received that the patient will undergo an ipg replacement due to patient not able to charge. The physician believes that during a non-device related surgery monopolar electrocautery was used and damaged the ipg device. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement due to patient not able to charge.the physician belives that during a non-device related surgery monopolar electrocautery was used and damaged the ipg device. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Device exhibits normal charging and discharging characteristics.

Manufacturer narrative:
Additional information indicates that the patient underwent an ipg replacement and pocket revision procedure. The patient is reportedly doing well.

Event description:
A report was received that the patient will undergo an ipg replacement due to patient not able to charge. The physician believes that during a non-device related surgery monopolar electrocautery was used and damaged the ipg device. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient will undergo an ipg replacement due to patient not able to charge.the physician belives that during a non-device related surgery monopolar electrocautery was used and damaged the ipg device. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))

Manufacturer narrative:
Additional information indicates that the patient has chosen not to schedule any revision at this time. Bsn sales representative will notify if the patient chooses to be revised in the future. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.